Manufacturer narrative:
Data analysis of provided data showed that the alleged run #203 produced a positive sars result with a late CT of 37.07. The amplification curve showed a true low-level amplification with no obvious issue seen. This CT value for the positive run indicates low level of virus present and the curve appears to support that this positive result is in the lod range. Additionally, review of the analyzer data that all values are within acceptable range. No analyzer issue was seen. The customer did not provide any collection kit or sample type information. The data with the late CT value indicated the sample contains a viral target concentration at the limit of detection for the assay, so discrepancies at this level can be expected with repeat testing. No product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged discrepant results generated for one patient when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to the retest result. The sample generated a sars-cov-2 detected result in the initial test. When the same sample was retested on a different cobas liat, a sars-cov-2 not detected result was generated. No harm was alleged.